Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 561 mg/dl. The customer was having difficulty programming the bolus wizard; his spouse got on the line and completed the set-up. The customer's spouse planned to treat the patient via manual insulin injection. No products were returned or replaced.